Event description:
It was reported that the patient faced occlusion issue due to bent cannula event on 08 mar 2026. The blockage was at site. The insertion site was abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.